Manufacturer narrative:
This report is a response to medwatch report mw5087518. Proximate concepts performed a manufacturing record evaluation (mre) on the lot of inplant funnels provided in the original medwatch report. The mre concluded that all inplant funnels in lot 111218 were manufactured in accordance with documented specifications and procedures. As a result of proximate concepts' investigation, the cause of the adverse event cannot be traced back to the inplant funnel. As such, this complaint will be closed. Manufacturer's reference number: (B)(4).

Event description:
On 06/18/2019 a reporter submitted a voluntary report to the FDA (mw5087518) regarding an adverse event that occurred 3 weeks post-surgery. According to the reporter, the event occurred 3 weeks after the surgery. The date of the surgery was (B)(6) 2019. The report states that the patient had drainage from the incision site.